Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with mild tortuosity and heavy calcification. Pre-dilatation was performed and the 3.0 x 33 mm xience prime stent delivery system was advanced to the lesion. An attempt was made to inflate the sds, but the balloon would not inflate. The xience prime sds was removed and the stent was confirmed to still be crimped on the balloon. There was no resistance noted during advancement or removal. A new sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The inflation/deployment issues were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.